Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage caused with increasing usage over time. The event can be detected by following the instructions for use (IFU) section: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found that the complaint was confirmed. Also, evaluation found the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope forceps elevator remains in upper position when used. There were no reports of patient harm.